Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received a questionable creatinine jaffé gen.2 result for one patient sample. The initial result was 5.2 mg/dl and was reported outside the laboratory. The creatinine result from a new sample on (B)(6) 2014 was 0.5 mg/dl. The result from a second sample on (B)(6) 2014 was 0.7 mg/dl. The doctor complained about the results not matching the previous result. The sample from (B)(6) 2014 was repeated and the result was 0.8 mg/dl. A green top lithium heparin plasma sample drawn at same time as original sample was also tested and the result was 0.8 mg/dl. The repeat result was believed to be correct. The patient was admitted to the hospital but this was not based on the questionable creatinine result. There was no adverse event. The creatinine reagent lot number was 60065001 with an expiration date of 03/31/2016. The field service representative could not determine a cause. He observed the analyzer and it appeared to be operating normally. There were no apparent drips or loose probes. There did not appear to be any cuvette issues at the time of occurrence. He observed the qc for creatinine and all other assays had been consistently normal since occurrence. The customer scrutinized all results for possible issues and detected none.